Event description:
Hill-rom received a report from the tech stating that the foot tray cover had stress crack. The lift was located in the hallway of facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found that the foot tray cover was cracked due to age and excessive use. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the foot tray cover to resolve the issue. Based on this info, no further action is required.